Manufacturer narrative:
Block d2b: qrb. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.